Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. After the ablation was completed, the physician inserted a non-boston scientific mapping catheter, then, it was noted that the valve of the sheath was leaking around the catheter. The procedure was already completed when the issue occurred. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. After the ablation was completed, the physician inserted a non-boston scientific mapping catheter, then, it was noted that the valve of the sheath was leaking around the catheter. The procedure was already completed when the issue occurred. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as the investigation determined the both valves torn by the center slit on the inner face which compromised the valve's ability to seal pressure and fluid within the sheath.